Event description:
It was reported that a user changed a dexcom g7 continuous glucose monitor (cgm) and the warmup began, but pairing to the ilet failed while the dexcom app continued to display readings; support guided the user to toggle the cgm setting from g6 back to g7 and re-enter the pairing code, after which the user was advised to monitor for readings. No adverse clinical symptoms were reported. Outcomes included no impact on health or need for medical care. User support included troubleshooting and education focused on device settings and pairing workflow. Investigation of this case revealed a pairing failure limited to the ilet interface with no indication of cgm signal loss to the dexcom app, consistent with a connectivity or configuration issue rather than sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to a temporary communication failure between the cgm and the ilet.